Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an alert was issued on the patient's remote monitoring system for high, out-of-range pacing impedance measurements on this cardiac resynchronization therapy defibrillator (crt-d). Boston scientific technical services (ts) noted that no episodes containing noise were found and discussed impedance spike was likely due to an issue with the ring contact of the lead. Ts recommended re-checking the measurement in the near future to confirm it had returned to normal; additional information was received confirming that it had. The remote monitoring report also indicated that an alert had been issued for pacing percentage under 90 percent. No adverse patient effects were reported. This device remains in service.

Event description:
Additional information reported, indicated that noise oversensing was recently recreated with isometrics, when previously, noise oversensing was not observed. Additionally, an increase in the number of times where the impedance was greater than 3000 ohms, has also been observed. The plan was for an x-ray to be obtained. No adverse patient effects were reported. The product remains in service. If additional information is received, this report will be updated.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no objective evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
This report is being filed to submit additional information regarding engineering review and analysis of clinical observations.